Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history check as lot number was not reported. Will continue to monitor on monthly trend reports.

Event description:
Customer reports wearing that patch on right knee for six (6) hours overnight. The area became red and tender. Went to clinic on campus and received ointment to apply on knee.